Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had black screen and went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black. The field service engineer (fse) noted that the main station would not power on. However, the station was powered on when the fse arrived. Main drawers 5.1 and 5.2 were not detected. The fse replaced all rear boards for drawer 5. The system functioned as intended after the field service engineer repaired the device.